Event description:
Product complaint report shows the customer alleged the alarm was inoperative during testing prior to pt use. The facilities biomedical tech inspected the device, duplicated the reported event and replaced the power switch. There was no pt involvement. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.